Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported that they experienced diabetic ketoacidosis (dka) and was admitted to the emergency room (ER). There were no reported symptoms prior to the patient being addmitted to the (ER). Upon admissiong at 5:53 pm, they took a blood glucose reading which was 607 mg/dl and the cgm reading was 150 mg/dl according to her clarity reports. When the clarity data were checked it appeared that the patient had normal tracings with no error messages and 87% of the blood glucose readings were between 70-180 mg/dl in the days leading up to admission to the hospital. The patient recovered and was discharged, she was in stable condition after the event and went back home. There were no other details documented as the patient declined to provide further information about the event, hospitalization or medical intervention. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.